Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had a full on anxiety attack because I walked into the theatre") in a female patient who had essure inserted. The patient's concurrent conditions included anxiety attack. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I had a full on anxiety attack because I walked into the theatre") in a female patient who had essure inserted. The patient's concurrent conditions included anxiety attack. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had a full on anxiety attack because I walked into the theatre,') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer and pregnancy. Concurrent conditions included anxiety attack. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("I had a full on anxiety attack because I walked into the theatre,"). The patient was treated with surgery (salpingectomy, hysterectomy). Essure was removed. At the time of the report, the pelvic pain and anxiety outcome was unknown. The reporter considered anxiety and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) were duplicate of each other. This case was retention case . All the information from (B)(4) has been transferred from deletion case to this case. All the information from (B)(4) was transferred to this case. Legacy device report number (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had a full on anxiety attack because I walked into the theatre,') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer and gravida. Concurrent conditions included anxiety attack. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("I had a full on anxiety attack because I walked into the theatre,") and scar ("scar tissue to develop in thru the coils"). The patient was treated with surgery (salpingectomy, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, anxiety and scar outcome was unknown. The reporter considered anxiety, pelvic pain and scar to be related to essure. The following information was received from social media scar tissue to develop in thru the coils. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- scar tissue to develop in thru the coils. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had a full on anxiety attack because I walked into the theatre,') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer and gravida. Concurrent conditions included anxiety attack. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("I had a full on anxiety attack because I walked into the theatre,") and scar ("scar tissue to develop in thru the coils"). The patient was treated with surgery (salpingectomy, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, anxiety and scar outcome was unknown. The reporter considered anxiety, pelvic pain and scar to be related to essure. The following information was received from social media scar tissue to develop in thru the coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: the case will be deleted from bayer pv database. Nullification reason: the country of incidence for this patient was identified as australia upon review of social media received on 23-mar-2020. All information will be transferred to retained duplicate # (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.